Event description:
Hamilton medical ag received the following event description (summary): the end user reported inconsistent flow. Service software tests were performed, and both the inspiration valve test and flow tests failed. There were no health consequences, no clinical impact, and no intervention was required.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: the end user reported inconsistent flow during routine operation. Service software testing identified failed inspiratory valve and flow tests. After replacement of the inspiratory valve, all subsequent tests, including the ambient valve test, passed, and no patient harm was reported. Based on the available information, the malfunction was linked to the defective inspiratory valve, and device functionality was restored. The case is considered resolved with no further action required at this stage.